Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 7 months post implant of the ICD, 20 days post implant of the right atrial (ra) lead, 7 years post implant of the right ventricular (rv) lead and 17 days post implant of the left ventricular (lv) lead, approximately 3 years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2004; 5071-53, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.